Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose around (B)(6) 2017. The customer alleged that the insulin pump was under delivering, causing a high blood glucose that led to a stroke. The customer was given manual injections to treat the high. The customer was wearing the insulin pump during the incident. They were still hospitalized at the time of the call. The customer was at 158 mg/dl at the time of the call. Troubleshooting was not completed. The customer also reported a past event where they had low blood glucose of 57 mg/dl at the time of the incident. The customer used food to treat the low. The insulin pump will not be returned for analysis.